Event description:
Patient reporting pump is cracked along the cartridge cap. Confirmed cartridge cap is not cracked, it is the plastic on the pump that is cracked. Cartridge pump is not able to be tightened due to the crack, sending replacement pump and return box. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. If yes, was any medical intervention provided: please explain: n/a. Is the actual device available to be returned for investigation:" pump return box sent to pt. Dose or amount: 70ng/kg/min. Frequency: continuous. Route: sq. Dates of use: from first ship (B)(6) 2015 to continuing. Reason for use: pah.